Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be fluctuating. Review of the pump data logs by tandem technical support showed the battery jumped from 35% to 50% while disconnected from a power source. The customer's blood glucose level was not impacted due to the battery issue. Reportedly the customer would continue to use the pump for insulin therapy.